Event description:
Needle broke off in the back of the pt and a piece of the needle (3 cm) remained in the back of the pt. No clinical incident happened for the pt. The incident was in the maternity ward. To extract the needle, the pt was put under a local anesthetic without clinical consequence.